Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: baker grade 3 capsular contracture.

Event description:
Healthcare professional reported "baker grade 3 capsular contracture". Later healthcare professional reported "asymmetry", "rippling of saline implant" and "implant malposition". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6; d4; h3; h4; h6.

Event description:
Healthcare professional reported right side "asymmetry", "rippling," "implant malposition," and capsular contracture, baker grade iii. Device remains implanted.